Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient reported intermittent audio on the g6 mobile application. Additional event or patient information is not available. Data was provided for evaluation. The reported intermittent audio on the g6 mobile application was not confirmed. A probable cause could not be determined via data.